Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a . Batch/lot number: 1100800415. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100760856. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced pain and hematuria. A surgical procedure was performed, during which urethral erosion and urethral atrophy were identified via cystoscopy. The aus was subsequently explanted. No additional patient complications were reported.